Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support attempted troubleshooting but was unable to resolve the issue, leading to the decision to replace the pump. The customer would use multiple daily injections as a backup insulin therapy and was instructed on returning the malfunctioning pump.